Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported on intermittent occasions, the user needed to press the wake button multiple times before the screen turned on. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.